Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r; 1627487-2017-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing heating at the ipg site while recharging. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient stated he is no longer experiencing issue with recharging the ipg. The patient has decided not to pursue any further interventions at this time.